Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt involvment.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of spec with respect to constant downstream occlusion alarms, which were reproduced. The current reading of the downstream sensor with a fluid filled set loaded was found out of spec. This elevated signal level is the cause for the downstream occlusion alarms. The down sensor assembly was replaced to correct this condition.